Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during a ureteroscopy, an ncircle tipless stone extractor basket broke off inside the patient. The ncircle loop of the actual basket separated from the sheath, broke off, and had to be extracted from the patient. This was on the first pass. It was successfully removed; another device is believed to have been used successfully. There were two prior occurrences that also took place with the same physician and reported issue. Please refer to (B)(4) (MDR# 1820334-2017-01830) and (B)(4) (MDR# 1820334-2017-03919). A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence.  According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation: the ncircle tipless stone extractor was not returned for evaluation and no photographs were provided. Without the complaint device, a physical investigation was not able to be completed. A search of the nadc database shows all devices from lot 8470538 have been shipped. No similar product from the same lot is available for investigation. A document based investigation was performed. A review of complaint history, the device history record, instructions for use, quality control data and specifications was conducted. The device history record was reviewed. There were no non-conformances related to the reported failure. A review of complaint history revealed this complaint is the only one associated with lot number 8470538. Current controls are in place in manufacturing to assure device functionality prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. There is no indication that a design or process related failure mode contributed to this event. According to the instructions for use (IFU): enclose the device in the sheath before removing from the tray/holder. Do not use excessive force to manipulate this device. Damage to the device may occur. Without the complaint device and with the information available, the cause for the reported issue could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.